Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. In 2007, a type ii endoleak from the inferior mesenteric artery was noted. The pt presented to the e.r. With acute low back pain 6 months later and no reintervention was done. In 2008, the pt was admitted with a ruptured abdominal aortic aneurysm. Although surgical repair of the aorta was attempted, the pt expired and the devices were explanted. A type ii endoleak from the ima and several lumbar arteries, as well as a proximal type I endoleak, were noted at device explantation. The official cause of death was rupture and bleeding. The devices are being returned to gore. Further investigation is being conducted.